Event description:
Customer's wife reported customer's insulin pump has a crack on the screen towards the battery cap. Dust is starting to get in. Customer can see fog under the screen. Customer's blood glucose is 261 mg/dl. He treated with the device. Customer does not know how the damage occurred. The crack starts from the battery cap and goes to the front top corner of the screen. The device was trouble detecting the battery. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked case was at the display window corners, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube window and a cracked reservoir tube were noted. The battery was inserted into the battery tube and the battery icon functioned properly. However, moisture damage was noted on the display board and keypad traces during the visual inspection. A slightly corroded battery tube was also noted.